Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7058040.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg and a lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned.